Manufacturer narrative:
Additional information related to auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had hifg blood glucose. The blood glucose at the time of the incident was 423 mg/dl. The sensor had tape not sticking issue. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.